Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple drawers' failure. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the drawer had failed. A field service engineer (fse) remotely logged in as an administrator to run diagnostic tests, but the affected drawer was not visible. The fse then guided the customer, who had access to the keys. The customer removed the back cover and successfully resolved the issue. The system functioned as intended after the issue was resolved by customer.